Event description:
It was reported that the customer had high blood glucose levels of 213 mg/dl. The customer reported a button error alarm from the insulin pump that could not be cleared. The battery of the insulin pump was reinstalled and insulin pump alarmed battery out limit. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer also reported having been treated by paramedics in one instance due to low blood glucose levels on (B)(6) 2014. No exact blood glucose levels were provided. No additional information was provided.

Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or test for battery out limit alarm due to no button response. Unit had a severely scratched display window, scratched case, broken battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Unit received with our belt clip. Unable to verify damage to belt clip.